Event description:
It was reported that the right ventricular lead exhibited noise resulting into pacing inhibition. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.